Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 517 mg/dl. The customer treated with the pump. The customer stated that she was off the pump for 2 hours because she was having lows. The customer mentioned that she had sensor reading lower than 100 points of her high reading. The product was not returned for analysis.